Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, during removal of the device, the footplate would not come down and broke. The separated foot became stuck in the patient. Surgical intervention was performed to remove the device and achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported foot separation, difficult to open or close the foot, device entrapment and the subsequent surgical intervention appears to be related to circumstances of the procedure. Based on the reported information, it is likely that the foot caught tissue which lead to the difficulty to close the foot and subsequent device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.